Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the device was alarming but did not display, which alarm was being triggered. When the device alarm page was reviewed, it showed some alarms, but not all. She stated that this happened many times. Despite the audible alarm, the pressure and level were good. It was suspected that the alarm was the lower level sensor. There was no backflow. The field service representative (fsr) could not verify the reported issue. However, the data log did show an alert sensor decoupling. The fsr replaced alert level sensor and also the alarm level sensor as a precaution. The unit operated to the manufacturer's specifications. The alarm level sensor is pn 195274 sn (B)(4), UDI (B)(4). The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was giving an alarm, believed to be due to the level sensor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: b5. During laboratory analysis, the product surveillance technician was able to duplicate the reported complaint. When the yellow level sensor was connected in a circuit and the cable was agitated, the sensor caused an error message. It was determined that there was a short in the cable. Per data log analysis, on (B)(6) 2020 the level reported seven times while level detection was enabled. The status for the alert probe changed from coupled to uncoupled, back to coupled in less than one second. This will cause a level not attached alert. It is likely the uncoupled status cleared so fast that the ccm was not notified why the alert occurred. This would cause an alert tone without an indication to the user as to why the alert occurred as reported. The system log did not go back far enough to cover the issue date and confirm that the ccm was not notified. The log mostly confirms the complaint.

Event description:
Per clinical review: the team had a low level alert audible alarm (decouple and recouple) without a message in the auxiliary tab or a visual indication on the central control monitor (ccm) on their heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020. The team had enough volume in their reservoir and had no issues prior with the level sensing pads, gel or system. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.